Manufacturer narrative:
If additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon prepped for an 8 by 14mm restoration stem with proper technique. The stem trial fit very well and when we implanted the real stem, it sank."